Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings:the complaint could not be duplicated on investigation; investigation revealed all keypad buttons were functioning normally. The keypad cover was found to be intact. The keypad cover was removed and there was no evidence of any button contact defects.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.